Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer reported that the cannula was bent at the infusion set. Troubleshooting was provided for bent cannula. The customer was treated for the high blood glucose with 5 units of manual injections. The insulin pump was not returned for analysis.